Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On the morning of (B)(6) 2025, the patient felt lightheaded and dizzy while checking her cabinet. She took a blood glucose (bg) reading, which was 6.25 mmol/l, and there was no continuous glucose monitor (cgm) reading reported at that time. Minutes later, she passed out. She mentioned that she cannot recall how long she was unconscious; however, when she regained consciousness, she was still feeling dizzy. She immediately called her mother to take her to the hospital. At the hospital, a bg reading was taken, which was 3.7 mmol/l, and the cgm reading was 8.0 mmol/l. The patient was treated with peanut butter and juice. She also experienced a concussion as she hit her head when she passed out. No further procedures were done, and no medications were provided. The patient stayed at the hospital for 2 hours and was discharged the same day, feeling a little better. Her bg readings were stable upon discharge. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the c zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.